Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Investigation: this complaint has been evaluated. Photos, videos, and samples were received for this complaint and evaluated. The samples were tested and did not meet the criteria. Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformances were identified for this lot. No similar complaint was received. The machine logbook was reviewed, and no records related to this issue were found. Additionally, no ncs were identified during the sterilization process. Samples were received and were tested. A total of 54 samples were tested. 27 catheters met the criteria, and 27 did not meet the criteria. It was decided that this is considered an isolated issue and that no further actions are required at this time. The issue will be monitored, and in case of an increased trend, appropriate actions will be taken. This issue will be monitored through the post market product monitoring review process. . Reporting site: 1049092 . Manufacturing site: 3005778470.

Manufacturer narrative:
Device 6 of 13 e.1: complainant city: (B)(6) patient country: italy. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.

Event description:
End user reports the line on the catheter tiemann does not give the right direction to insert the catheter in. The guideline of catheter is misaligned. 12 boxes involved. There was no harm reported. No additional information was provided.